Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event and patient outcome could not be conclusively established through this evaluation. The patient expired on (B)(6) 2023 in the process of receiving a heart transplant. Leading up to expiration, the patient experienced right ventricle failure of the new heart and excessive bleeding followed by clotting. It was reported that (B)(6) would not be returned for evaluation. The device reportedly operated as expected, and the patient's outcome was not considered to be device related. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists bleeding and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported through the patient outcome, the patient passed away in the process of receiving a heart transplant at vcu, due to right ventricle (rv) failure of new heart, excessive bleeding, then clotting. The death was not considered to be device related. The device operated as expected.